Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited high rv thresholds and rv loss of capture (loc) with greater than 2 seconds of asystole. The physician agreed to increase outputs. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.